Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get device registration and MRI information. The caller indicated that the patient had the "entire device" explanted (the caller provided that statement when asked if they knew if the ins, lead, or both were explanted). The component or components were explanted as a result of an infection at the pocket site and the caller said that the infection may have started in (B)(6) 2025. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information with the caller.